Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a pacing impedance warning caused by low impedance measurements. It was noted that the current measurements are within expected range. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.